Event description:
It was reported that the site had a cable from the location board that seemed to be broken. However, it was not reported until (B)(6), 2011, that the location board cable was going to be used in a case. It was reported that the patient was under anesthesia when it was realized that something was not working correctly. The site could not complete the case using superdimension, however, the case was completed using other methods. There was no harm or injury to the patient reported.

Manufacturer narrative:
A component of the system, the location board tail cable, was sent to the site as a replacement. The location board cable tail was replaced and the system was confirmed operational on (B)(4)-2011. The location board cable tail was returned for analysis. The analysis confirmed that there is an intermittent broken conductor wire in the circular odu connector. There was no harm or injury to the patient reported, but in an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.